Event description:
The dentist reported that the screw of this abutment fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the abutment screw has fractured inside the abutment cylinder. The cause is undetermined. No lot or order numbers have been provided for the product. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.